Event description:
On (B)(6) 2012, clinical specialist reported the pt experienced insulin leakage with the infusion device system. F/u was completed with the pt on (B)(6) 2012. He reported the adapter leaked insulin when he bolused, and this resulted in hyperglycemia of 270 mg/dl. The adapter had never been changed and was visibly worn and damaged where it connects to the infusion device. Pt was advised on MFR recommendations. A small amount of insulin spilled into the cartridge compartment of the infusion device, and he cleaned the insulin out with a q-tip. He "squeezed" and the area around the adapter to prevent leaking and bolused again to correct hyperglycemia. Pt has also noticed a small amount of wetness near the infusion site due to poor absorption of insulin. This infusion headset had been in use for 3 days when this occurred. The cartridge and infusion set were discarded and will not be returned for eval. The adapter was requested for eval. F/u was completed with pt on (B)(6) 2012, and he reported the new adapter is working as intended. The pt did not require treatment from a health care professional or second party to address the issue.